Event description:
It was reported that a patient presented with inappropriate shock noted on the patient's implantable cardioverter defibrillator due to incorrect interpretation of signal. No intervention or adverse patient consequences were reported.